Event description:
The customer reported a leak of an unknown volume of bloody fluid in the primary mode area of the coulter lh 750 hematology analyzer along with "bed not advance" error messages. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) confirmed a leak from the needle assembly. The fse replaced the aspiration needle and assembly resolving the leak and the "bed not advanced" error. (B)(4).